Manufacturer narrative:
A medtronic representative replaced the part and tested the equipment. After replacement of the rotor drive, the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. Investigation of the drive assy rotor tractor confirmed reported problem "when the customer attempted to open the door manually the rotor alignment nut was damaged and completely detached." The nut on the drive pulley is not there and has been broken off. The drive pulley is also bent not allowing good belt alignment to the other gears. The hardware investigation found that reported event was related to physical damage, failure mechanism found to be broken nut on drive gear. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system gantry door was stuck in close position. When the customer attempted to open the door manually the rotor alignment nut was damaged and completely detached. The patient was on a table extension and the customer was able to remove the imaging system using lift-and-shift. Imaging system use had been completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome.